Manufacturer narrative:
One nt 2000ix neurotherm rf generator was received for evaluation. Thermal damage was noted on a rf control board capacitor. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.

Event description:
This report is to advise of an event observed during analysis confirming thermal damage noted on a rf control board capacitor of the generator.